Event description:
Boston scientific received information that the right ventricular (rv) lead had dislodged. Subsequently, the patient later underwent a revision procedure. The physician had attempted to reposition the lead however, difficulties were experienced with the helix mechanism and traction was required to remove the lead. The lead was able to be successful extracted and a new lead was implanted. No further adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood was noted in the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that body fluid inside the helix housing caused the irregularity in helix function.